Event description:
It was reported that a dexcom g7 sensor entered pairing mode and experienced brief signal loss to the ilet, after which glucose values resumed displaying and the blood glucose was 156 mg/dl. Symptoms included no reported adverse physiological effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included troubleshooting and education on proximity requirements for bluetooth connectivity between the sensor and the ilet. Investigation of this case revealed that intermittent signal loss was most consistent with communication distance or interference. It was concluded that the device functioned as designed and that connectivity was restored with proper proximity, with no patient injury.